Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he stopped using/charging his scs system at least one year ago due to unrelated health issues. The patient would like to resume using the system and is consulting with the surgeon regarding surgical intervention.